Manufacturer narrative:
Product ID 8709, lot# j10839r59, serial#, implanted: 2001 (B)(6), explanted: product type catheter, product ID 8578, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection. Limited patient history was available. The device system was used to deliver baclofen. Additional information has been requested but was not available as of the date of this report.